Manufacturer narrative:
The technician replaced the head brake caster and the swivel caster due to rust.

Event description:
During a preventive maintenance check, the technician found the head brake caster would not hold.